Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿patient was ordered a 2gm mag infusion by ctpa (cardiothoracic pa) this morning. Medication line was primed, and tubing placed in pump. Patient was then hooked up to IV tubing prior to infusion pump being turned on. Pump was programmed to administer drug per guardrail drug pre-set parameters (25ml/hr to be given over 2 hours). Heard IV beeping, and when checking on patient, it was noted that the entire bag had been infused after only 30mins. Ctpa made aware, patient checked and no obvious injury was observed at time of writing. Rhythm remains the same, vss. Pump and channel removed from floor for patient use and bio-med to be notified. Their was patient involvement but no harm.